Event description:
It was reported that this right atrial (ra) lead exhibited respiratory rate trend (rrt) noise and high pace impedance measurements within normal limits, around the 1800 ohms range. The device was reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).